Event description:
(B)(4). I got essure placed on (B)(6) 2015 and a week after I start experiencing pain like never before. Abdominal pain, sharp pains in my stomach and left side, also a sharp pain on the right side of my vagina that come and goes all the time, constant headaches,y left eye is always twitching, I'm bloated. And my periods are worse than ever. I just want essure removed because it is not good for any women! Justice please.